Event description:
Cyberonics device were returned to medtronic for unknown reasons. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. "Serial/lot #: (B)(6)." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).